Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a single lumen catheter which appeared typical. The catheter was leak tested by pressure injecting water at 45 psi for 30 seconds with the distal end occluded. A leak was observed in the extension line at approximately 3 mm from the luer hub. Microscopic examination of the leak revealed the appearance of being punctured with a sharp instrument. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the sample and the report that the leak was found after insertion, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was placed into the patient's right internal jugular vein. After insertion, the clinician noticed leakage of medical agent from the insertion site. As a result, the catheter was removed and they did not insert another catheter. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.